Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeu1427 showed three other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that during a procedure, three (3) piccs were used due to the guidewire constantly kinking, not being able to thread through the vein, and one wire came off and unravelled. This report addresses the third device.